Event description:
It was reported that this pacemaker had entered safety mode. This pacemaker has been explanted. No additional adverse patient effects were reported. This product has not been returned.